Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet pump for approximately 10¿15 minutes, after which blood glucose increased to 251 mg/dl and remained elevated, and the device later displayed an insulin occlusion alert that was cleared by resuming delivery. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization and no additional assistance beyond phone-based troubleshooting and education. Investigation included call-based troubleshooting, education on occlusions, and monitoring of glucose trends with consideration of an infusion site change. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion or infusion site issue, though a definitive root cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.